Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: on two occasions the needle has fallen out of the device between toggles, and tissue passage itself has remained unchanged. Additional information requested but not yet received.